Event description:
A report was received that the patient was experiencing discomfort at the pocket site. X-ray confirmed that the ipg migrated to the patient's spine. The patient underwent a revision wherein the ipg and leads were replaced. The patient was doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.